Event description:
Healthcare professional reports homepatient experienced abdominal pain and had cloudy effluent while using homechoice device for apd therapy. Homepatient was admitted to hosp on 12/23/97 with peritonitis. Hoempatient was treated with antibiotics and was released from hosp on 12/30/97. Follow up with healthcare professional reveals homepatient was readmitted to hosp for same unresolved peritonitis event on 1/8/97. Homepatient's catheter was removed on 1/9/97 and pt was fitted with subclavian catheter for hemodialysis. According to healthcare professional, pt will only be receiving hemodialysis temporarily until peritonitis event is resolved. No device failure or malfunction indicated, healthcare professional does not relate homechoice device to pt hospitalization.